Manufacturer narrative:
Product ID 8709, lot# j10948r18, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was a suspected overdose and the patient was responding to narcan. The reporter stated they wanted to contact a manufacturing representative. The drug in the pump was unknown. Additional information was requested, but was not available as of the date of this report.